Event description:
It was reported that the customer was hospitalized multiple times for high blood glucose levels over the last two years, but did not provide event dates or details. No additional information was obtained.